Event description:
The emergency department physician was in the process of inserting a central line. When he was ready to thread the catheter over the guidewire, the catheter would not advance. There were no visual defects--no cracks, kinks, etc. Staff obtained another identical cordis kit (same manufacturer--lot number unknown)and used the catheter from it. The md completed the line insertion with no difficulty. There was no harm to the patient. The md and staff involved in the event are very experienced with this equipment/procedure. All reported they have not had this experience before and do not know why the line would not thread. The catheter and packaging were saved and have been returned to the manufacturer for inspection/analysis. ====================== manufacturer response for presep oligon oximetry catheter kit, presep catheter kit (per site reporter)======================equipment distribution notified the manufacturer and returned the device the following day. We are awaiting the manufacturer's findings from their investigation/analysis.